Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had less than 50 units remaining in the cartridge, and received a valid minimum fill message. The customer added additional insulin to the existing cartridge and resumed insulin delivery. Then, the customer reported receiving multiple, occlusion alarms. Reportedly, the existing cartridge had been in use since (B)(6) 2017. The customer confirmed all of the supplies on the pump would be changed and declined to perform troubleshooting with tandem technical support. The customer reported blood glucose (bg) level was greater than 600 (mg/dl), with moderate to trace ketones, and was addressed by delivering correction bolus and administering manual injections. The customer declined further follow-up from tandem technical support to ensure bg level decreased to target range.